Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: na.

Event description:
It was reported that unspecified bd¿ syringe was having retraction issues and would not deliver medication during injection. No serious injury or medical intervention was reported. Verbatim: "material no.: unknown batch no.: unknown. It was reported messed up deliveries due to retracting syringes. Per (B)(4) verbatim: I receive testosterone injections every 2 weeks. My wife a former nurse gives me my injection. We/she has had numerous messed up deliveries due to your retracting syringes. Even our pharmacist has said they are troublesome for most uses. Please count us as 1 against further manufacture and distribution of these terrible syringes."